Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to 20 degree weather, and now the right side of the touchscreen displays lines and began "flickering". Customer's blood glucose level was 130 mg/dl. Customer has back up manual injections for continued insulin therapy.